Event description:
Ous MDR - after an implantation period of approximately 53 months, a defect in the lead insulation was noted. There was no deterioration of the health status of the patient reported. No date of implant was provided.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 14 cm distal of the is-1 connector pin, probably with a scalpel. Only the proximal fragment was returned for analysis. During the analysis of the fragment, fraying of the insulation 12.5 cm distal of the is-1 connector pin and fraying of the coating of the rope conductor to the ring electrode at just that site were noted. This error manifestation can with high probability be regarded the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the error manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indication of material defects or manufacturing errors.